Event description:
It was reported that during a lap nephrectomy procedure, the device was ejecting non-formed clips. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.